Event description:
It was reported that, "when using the bone holding forceps, surgeon clamped down on bone and ends of clamp fractured off."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.